Manufacturer narrative:
Customer notification has been distributed to japanese customers and sent to the pmda. FDA report of correction and removal was filed (B)(4) 2011 (reference # 9912058-3/3/14/2011-0001-c). Add'l MFR. Narrative: a review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. A similar complaint review was performed and no lot specific issues were found. Visual inspection revealed 2.5cm of the distal tip was detached when received. One hub wing was bent and appears to be unrelated to the tip break. Handling damage is the likely cause of the bent hub wing. Image characterization testing revealed a good square image appeared in the system and the product performed within specification. A sample of the device was sent to an outside vendor for oxidation analysis. Based on the information gathered, high levels of oxidation at the surface and throughout the tested sample were noted. The device labeling and directions for use (dfu) contains these warnings: -never advance or withdraw the imaging catheter without fluoroscopic visualization because, it may cause vessel injury or patient complications. -do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. -if resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. -when advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. -when readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. -inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The cause of the tip detachment has been determined to be oxidation of the catheter which causes embrittlement, increasing the likelihood of tip detachments of this nature. A root cause of design was assigned.

Event description:
Upon inspection of the returned intravascular ultrasound (ivus) imaging catheter, for a reported issue with the image, the manufacturer observed the tip of the catheter had detached. The user had not indicated they had experienced or observed any breakage of the ivus catheter. Follow up determined that the physician and a co-medical staff were not aware that the tip separation occurred. They indicated, it did not occur in the cath lab; it is unknown when and how the detachment occurred.

Event description:
Upon inspection of the returned intravascular ultrasound (ivus) imaging catheter, for a reported issue with the image, the manufacturer observed the tip of the catheter had detached. The user had not indicated they had experienced or observed any breakage of the ivus catheter. Follow up determined that the physician and a co-medical staff were not aware that the tip separation occurred. They indicated, it did not occur in the cath lab; it is unknown when and how the detachment occurred.